Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy at home. Non-adherence to aseptic technique or ¿touch contamination¿ is the leading source of the transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced vomiting and pain due to peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 127/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for three weeks and ip meropenem at 1000 mg for three weeks. The patient was hospitalized (admission date unknown) following the diagnosis of peritonitis due to a worsening of symptoms. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. During this hospitalization, the patient contracted a clostridium difficile gastrointestinal (gi) infection that was unrelated to pd therapy. The resulting symptoms of this nosocomial gi infection were vomiting and abdominal pain as reported in the intake from the patient. It was affirmed the patient¿s symptoms stated in the intake were not a result of peritonitis and solely attributed to the gi infection. The patient was discharged to home (discharge date unknown). It was confirmed the patient¿s peritonitis, the associated hospitalization and the nosocomial gi infection were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from these events and has since transitioned to hemodialysis on an in-center basis post-discharge.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced vomiting and pain due to peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 127/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for three weeks and ip meropenem at 1000 mg for three weeks. The patient was hospitalized (admission date unknown) following the diagnosis of peritonitis due to a worsening of symptoms. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. During this hospitalization, the patient contracted a clostridium difficile gastrointestinal (gi) infection that was unrelated to pd therapy. The resulting symptoms of this nosocomial gi infection were vomiting and abdominal pain as reported in the intake from the patient. It was affirmed the patient¿s symptoms stated in the intake were not a result of peritonitis and solely attributed to the gi infection. The patient was discharged to home (discharge date unknown). It was confirmed the patient¿s peritonitis, the associated hospitalization and the nosocomial gi infection were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from these events and has since transitioned to hemodialysis on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.